Manufacturer narrative:
Qn# (B)(4). A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer complaint alleges the device cuff will not stay inflated. Alleged issue reported occurred during use. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10107 et tube, cf, 3.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. Functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff will not hold air" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
Customer complaint alleges the device cuff will not stay inflated. Alleged issue reported occurred during use. No patient harm reported.